Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic vats lobectomy, the stapler fired but then the knife would not retract all the way back as it was jammed and would not open/disengage. The reload would not move forward with a push on the handle and the jaws of thedevice locked on tissue. The staple line was incomplete. The stapler was replaced by another manufacture's product which was used to make a deeper wedge and take out the affected part. The surgical time was extended 30 minutes or more due to the problem. Additionally, two staplers were used to save time in the chest through vats lobe. The patient status at this time is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received there was no problem loading the device. The device firing was started, then blocked half way. The staple line was incomplete in the central location. There was no medical or surgical intervention required to prevent permanent impairment of a function. The surgical time was extended 30 minutes or more due to the problem. Additionally, two staplers were used to save time in the chest through vats lobe. There was no injury as a result of the event. The patient status at this time is ok.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one reload . The visual inspection of the returned product noted the reload was fully fired, and engaged to the handle. The blade is extended all the way to the end of the jaw. Functional testing of the device was precluded due to the condition in which it was received. Engineering observed the knife laminates were found to be damaged. Pusher positions were evaluated, and were found to be flush or below the cartridge¿s surface through-out the cartridge length. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Engineering concluded that the damage to the knife laminates can be the cause for the increased firing and retraction forces causing the device to remain locked on tissue. The root cause of the observed damage was determined to be a result of application over thick tissue. This condition is contemplated in the IFU provided with the device. Additionally, the investigation detected a secondary condition of component orientation. There is no relationship between the device and the reported incident wh en the device is used in accordance with the IFU. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted the reload is fully fired engaged to the instrument. The jaws are clamped, and can't be disengaged to the instrument. Pmv performed functional testing could not be done due to the state of the device. Device received fully fired and partially retracted, and still loaded on instrument. The device was removed from the instrument and disassembled. The knife bar laminates were found to be bent and the adapter was gouged by the bent laminates. Engineering concludes that damage to the knife laminates can be the cause for the increased firing and retraction forces causing the device to remain locked on tissue. If information is provided in the future, a supplemental report will be issued.